Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the available device logs identified multiple hypoglycemia-related alarms, including "low glucose," "urgent low soon," and "urgent low glucose," prior to the reported event on (B)(6) 2025. Insulin delivery was paused in response to low glucose levels, and alarms were acknowledged by the user. On (B)(6) 2025, the cgm registered continued low glucose alarms and a g7 sensor failure occurred, which may have contributed to delayed or impaired glucose data availability. No malfunctions or unexpected behavior were observed in the logs. The device appeared to function as intended by pausing insulin and issuing alerts in response to low glucose trends. The cause of the event could not be conclusively determined but may be related to inappropriate use of the device, such as inconsistent meal announcements or delayed response to hypoglycemia.

Event description:
On 03-jun-2025, a clinical specialist reported that the user experienced a severe low blood glucose (bg) event on (B)(6) 2025 while using the ilet insulin pump. The user reportedly lost consciousness, and emergency medical services were called. Paramedics administered intravenous d5 to raise the user's glucose level. The user declined transport to the hospital. The dexcom continuous glucose monitor (cgm) reported a bg nadir of 39 mg/dl.